Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on december 22, 2025, from a tgr study notification: on (B)(6) 2025, the patient underwent endovascular treatment as a planned endovascular procedure for a common iliac artery aneurysm. The patient was treated with the gore® excluder® aaa endoprosthesis, and gore® excluder® iliac branch endoprosthesis. The gore® devices were successfully implanted. The patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient had a cta. Initial findings noted occlusion of the right internal iliac endoprosthesis, a type ii endoleak, and stent kinking. No reintervention has occurred. The physician confirmed that both internal iliac components on the right are occluded, and the occlusion was anatomy-related due to poor distal outflow of the internal iliac branches. The physician also stated that there was no kinking; however, mild narrowing of the bilateral external iliac artery stent components was observed.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. The following device (same device family) will also be included in this report: catalog #hgb161007a/ serial #(B)(6) UDI # (B)(4).